Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. D4: batch # u94h6h. H6: component code: mechanical (g04). Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty, however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found out of position causing the failure of the lockout feature. The event described could not be confirmed as the device was returned empty. No conclusion could be reached as to what may have caused ratchet pawl was found out of position. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips were not opening in the middle. Device fired malformed clips. Device not used over another clip. Another device was used. There was no patient consequence.